Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle wasn't retracted.

Manufacturer narrative:
Investigation: during DHR review all challenge, set-up and in process samples were performed per quality control plan and all passed per specifications. There were no indications of the alleged defect. Unit: received one used bd insyte autoguard bc IV catheter within an undamaged opened package from lot: 8150511. The unit consisted of the needle/hub assembly which had the button completely depressed but was not retracted and the protective needle cover intact. There were traces of dried media present on the unit. Photos: the photos provided revealed the unit to be out of the packaging and to have similarities to that of the returned unit. Visual/microscopic (method-n/a): unit: the unit was confirmed to have a bound spring and no other anomalies or damage. Performed functional test (needle retraction): the button was reset and activation of the unit was conducted at which time the button completely depressed and the needle did not retract at all. (See photos in attachments) photos: the photos demonstrated similarities to the damage observed in the returned unit. Confirmation of needle retraction failure, as stated in the pir, was conclusive based on the observation and testing conduced on the used unit and photos provided for this incident. Bound spring was identified and confirmed and was noted to have hindered the needle from retracting. Confirmed the bound spring was physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle wasn't retracted.